Event description:
The plaintiff's atty alleged that the pt experienced cardiac arrhythmia and expired five days later, all of which was allegedly caused by exposure to the prod administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.